Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: a review of the black box showed a loss of prime warning associated with a zero force. Ezprime and 24 hour duration testing was performed successfully with no loss of prime warnings duplicated. The pump detected the correct force. The pump cover was removed to find the force sensor pins and the solder connections intact. No evidence of contamination or cracked force sensor traces were found. No evidence of internal moisture was found. The complaint was verified in the history but not duplicated during testing.